Event description:
The patient reported paresthesia/stimulation in the wrong location. It was not programmed properly and the stimulation was not at the right settings. It began about 5 weeks ago. The indication for therapy was post lumbar laminectomy syndrome and spinal pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.